Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation. Pulse generator interrogation found the device to be operating in backup vvi mode. The device had been reimplanted on the patient's opposite side earlier in the day. A software download successfully restored the device. The patient was asymptomatic during follow-up.